Event description:
Angiocath #20 gauge 1.25 inches inserted to left upper arm brachial vein with use of ultrasound guidance. Obtained am labs after attaching blue luer lock access device. Same device was removed from hub of angiocath and replaced with IV catheter extension tubing. Attempted to flush IV but unable to. Angiocath and extension tubing removed from vein. It was then noted that only a small portion of catheter was removed.